Event description:
It was reported that during testing conducted at the user facility the device was running without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the user facility the device was running without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported unintended activation was not able to be confirmed by a manufacturer repair technician through functional evaluation. However, upon disassembly, it was noted that the potted trigger assembly was damaged, which can lead to an electrical failure causing the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.